Event description:
Procedure type: low anterior resection. According to the reporter: the products were disposed because no intra-operative issues occurred. Post-op, an anastomotic leak followed the procedure. The patient came back and received a laparotomy and diverting ileostomy. Reinforcement material was not used.

Manufacturer narrative:
(B)(4).